Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by claimant's counsel that allegedly the patient underwent left total hip arthroplasty on (B)(6) 2012, and was implanted with an lift anatomic v40 femoral head and accolade ii stem. She underwent revision surgery on (B)(6) 2022, due to alleged trunnion corrosion left hip with elevated metal ion levels and pseudotumor.